Manufacturer narrative:
An olympus technician advised the customer to try another scope. The customer tried another monitor and it started to work. It was suspected that there was a loose piece. The customer tried again with the cv-170 and it has been working fine. Technician reached out to the customer again and the customer stated that the issue has been resolved. No further assistance required. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer called in to olympus to report the video system center had a no image issue with the scope. It is unknown when the event took place. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.